Event description:
It was reported in the ventricular high rate (vhr) episodes that the marker channels did not line up with the electrogram (egm.) The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.